Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. It was reported that the ligatures were placed without a problem. However, upon removal of the endoscope and the device, the thread broke, and the support holding the ligatures detached from the endoscope and remained in the patient's mouth. The procedure was completed with the original speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a0501 captures the reportable event of detached ligator housing.